Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a hardware failure in the remote manager, required maintenance. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed. A field service engineer found that the remote manager failed intermittently and then cleaned and greased the switches and slightly adjusted the housing not to rub the hasp on the bottom. The system functioned as intended after the field service engineer repaired the device.